Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of tricuspid regurgitation, edema, and shortness of breath could not be conclusively established through this evaluation. Review of the available log file data was unable to confirm the reported low flow alarms, and a specific cause for the reported alarms could not be conclusively determined through this evaluation. It was reported that the patient had mild to moderate tricuspid regurgitation prior to their heartmate 3 lvas implant, but it was reportedly unknown if any device related issues had contributed to the patient¿s experience of tricuspid regurgitation. Review of the available log file data found that the system appeared to be operating as intended at the set speed. There were no notable alarms captured. The patient remains ongoing on heartmate 3 lvas, serial number(B)(6) , with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a mild to moderate tricuspid regurgitation before the left ventricular assist device (lvad) implant. It was unknown if device related issues cause/ contribute to tricuspid regurgitation. The patient had symptoms of low flow alarms as well as edema and shortness of breath. Last transesophageal echocardiogram (tee) showed mild regurgitation and clinically felt better.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a tricuspid clip in (B)(6) 2025. Log files were sent but data was not available from that time period.